Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As the event occurred outside the united states, information regarding a field representative visit was not provided. Further investigation by the manufacturer is ongoing.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the cobas c702 analyzer. There was an erroneous result for calcium gen.2 for one patient. The patient was a (B)(6) female. The patient's weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.

Manufacturer narrative:
Further investigation by the manufacturer did not identify a specific root cause for the event. Based on the errors noted in the analyzer alarm trace, it was most likely that the issue was due to micro clots in the sample or insufficiently centrifuged samples. Insufficient water quality was excluded as a possible cause. Based on the precise and accurate qc data, a reagent or system related issue was not detected. No systemic issue with the device was identified during the investigation of this event.